Event description:
The consumer's family member alleges the pin plate on the front of the chair cut the consumer's leg. This allegedly resulted in 21 stitches, a staph infection, and finally amputation of the leg.